Manufacturer narrative:
Three photos were reviewed for evaluation. Particles were detected, due to the photo's quality can¿t be detected if there are inside of the medication bag or between the medication bag and the housing. The reported problem was confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that a hair strand was found near the top point of the cadd cassette between the casing and balloon. The issue was discovered prior to patient use, therefore, there was no patient involvement.